Event description:
It was reported that during a normal spinal cord stimulator trial lead pull, the nurse felt resistance on one of the leads as she pulled, and stopped pulling. The physician pulled the lead where the lead resistance was felt, and the lead fractured in the patient. Contacts 7-16 were removed from the patient, and contacts 1-6 were left indwelling. The patient was transferred to interventional radiology where the 6 contacts were removed. It is not known which serial number has the lead fracture. There was no reported harm to the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-linear leads; upn m365sc231650e0; model: sc-2316-50e; serial/lot: (B)(4); batch: 7161625.

Manufacturer narrative:
Sc-2316-50e, s/n (B)(6): analysis of returned lead sc-2316-50e, s/n (B)(6). Included a visual inspection that revealed the lead was cleanly cut into two pieces, and the proximal end of the lead was not returned. An electrical test could not be performed due to the cut lead body. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. Sc-2316-50e, s/n (B)(6): analysis of returned lead sc-2316-50e, s/n (B)(6) included a visual inspection that revealed the lead was cleanly cut into two pieces, and the proximal end of the lead was not returned. An electrical test could not be performed due to the cut lead body. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead.

Event description:
It was reported that during a normal spinal cord stimulator trial lead pull, the nurse felt resistance on one of the leads as she pulled, and stopped pulling. The physician pulled the lead where the lead resistance was felt, and the lead fractured in the patient. Contacts 7-16 were removed from the patient, and contacts 1-6 were left indwelling. The patient was transferred to interventional radiology where the 6 contacts were removed. It is not known which serial number has the lead fracture. There was no reported harm to the patient.